Event description:
Pt treated based on result of device, after 1.5 hrs retested and required counter-acting treatment. Pt is fine. Qc tests were within range on day of event.

Manufacturer narrative:
Standard disclaimer on file.